Event description:
It was reported by the customer that a bd pyxis¿ es server had no power to the station. The screen went completely black, and the scanner was non-functional. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had no power to the station. The screen went completely black, and the scanner was non-functional. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power. A field service engineer (fse) addressed an issue where drawer 3.1 and 3.2 of the main cabinet were not detected on the bus following a station-wide power outage. Although power was restored after several hours, drawer 3 remained undetected. The fse performed diagnostics, ejected and cleaned cubie trays from drawer 2.2, and uninstalled drawer 3 for inspection. Key components including sensors, inseparable, latch mechanism, controller card connections, and retractor band connections were inspected and re-seated. Both retractor bands, the controller card, and the interface card were replaced. Post-repair testing confirmed all components were functioning properly, and the customer verified successful resolution. The system functioned as intended after the field service engineer repaired the device.